Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic seizures, hypoglycemia and it's associated effects. Maude report #- mw5061742.

Event description:
Dexcom was made aware on 05/09/2016 of an adverse event that occurred on (B)(6) 2016. Patient's mother stated that the patient had apparently been extremely low for over an hour's time, without the receiver alerting them. The patient woke up on her own but by that point, she had slurred, incoherent speech and lack of use of her right arm, due to her hand being drawn up from possible diabetic seizure, caused by the extreme low. Patient's mother reported that had the patient not woken up on her own, she could have died. Additionally, patient's mother stated that she tested the receiver and during the test, the unit alerts. However, whenever a high or low happens, it simply vibrates without the audible alert. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).